Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported the tidal volume was indifferent from the set volume. The device was in clinical use at the time of the issue, however no patient harm was reported and there was no delay in therapy. The field service engineer (fse) confirmed the issue. The fse replaced the flow sensor assembly and the issue was resolved.

Manufacturer narrative:
G4: 06nov2020. B4: 10nov2020. The customer stated that the issue was likely discovered during extended self test, meaning that the device was not in use with a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.